Event description:
On (B)(6) 2012, the pt reported experiencing elevated blood glucose of 200 mg/dl to over 600 mg/dl since (B)(6) 2012 and stated that he had been hospitalized 3 times as a result. Pt stated, he changes his infusion site every 2 days and the infusion tubing every 3 days. He changes the insulin cartridge every week to week and a half. He was advised on proper usage of the insulin cartridge. The adapter had been in use for 3 months and he was advised on proper usage of the adapter. Further troubleshooting did not reveal any product issues. On (B)(6) 2012, the pt experienced elevated blood glucose (values not provided) and he contacted paramedics and he was transported to the hospital. He was treated with an insulin IV and fluids and was released on (B)(6) 2012. He reported that on the day of the incident, the infusion set connector was not attached properly and insulin leaked out but he does not believe this contributed to elevated readings. He reconnected the infusion set and bolused but was unable to decrease his blood glucose. On (B)(6) 2012, his blood glucose ranged from 200-496 mg/dl and he went to the hospital, where he was treated with an insulin IV and fluids and he was released the same day. On (B)(6) 2012, he experienced elevated blood glucose (values not provided) and he went to the hospital and was treated with an insulin IV and fluids and he was released the same day. His normal blood glucose range is 120-130 mg/dl. The pt was advised to switch to the backup infusion device using his current accessories for troubleshooting purposes. Upon f/u on (B)(6) 2012, the pt stated his blood glucose returned to normal while using the backup infusion device. The pt feels the primary infusion device was delivering too little insulin. The infusion device was replaced and requested to be returned along with the infusion set, insulin cartridge, and adapter.